Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse exchanged and recalibrated the master tool manipulator (mtm) to resolve the problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause is attributed to the mtm.

Event description:
It was reported that during a training/demo of the da vinci system, the controlling arm had exhibited non-intuitive motion and had felt heavy during manipulation. Troubleshooting had first involved guiding the customer to swap the controlling universal surgical manipulator (usm), but the issue had remained. There was no report of patient involvement.